Manufacturer narrative:
(B)(4). Date sent: 2/6/2020. Batch #t9385t. Investigation summary: the device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached, not all functional testing could be performed with the generator. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a hysterectomy, the enseal device did not close the jaws and one of them was fractured. The device was removed from the patient. Surgery was not delayed. Fragments were generated, but were easily removed without additional intervention and the procedure was successfully completed. There were no patient consequences reported. No additional information is available at this time.